Manufacturer narrative:
Eval results, conclusion: other (lack of info). (Required secondary intervention.

Event description:
It was reported that there were three endeavor stents implanted in the pt, one mid lad 3.0 x 15 mm stent (MFR report# 2953200-2008-00437) second proximal rca 2.75 x 30 mm stent (MFR report# 2953200-2008-00438), third stent distal rca 3.0 x 18 mm stent. The pt was asymptomatic at both 30 day and 6 mo f/u. Six mos post stenting procedure, the pt suffered a spontaneous gastro-intestinal bleed. There was no hemodynamic compromise reported, however, the pt rec'd a transfusion (prbc 3 units). The investigator reported that the day following the gastro-intestinal bleed, the pt required revascularization due to restenosis/occlusion previous ptca. It was also reported that balloon revascularization was performed in the proximal rca and mid rca and the mid lad. Please not that this device is not distributed in the united states.